Manufacturer narrative:
Manufacturing review: the device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process, and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately eleven months post filter deployment, ventilation perfusion (vq) scan revealed diagnosed intermediate probability pulmonary embolism. However, no deficiencies were identified in the provided medical records. Therefore, the investigation is inconclusive as no objective evidence has been provided to confirm any alleged deficiency with the filter. Additionally, it can be confirmed that the patient experienced pe post deployment. However, the relationship to the filter is unknown. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. (Expiry date: 01/2017).

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient with blood clots after perforated ulcer surgery. At some time post filter deployment, it was alleged that patient had blood clot in lung after hernia surgery. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.